Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, the device¿s needle broke. New suture was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. The visual inspection of the opened sample noted one suture and two needles. The opened needle had a broken tip, and under microscopic inspection found instrument marks. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Grasping the needle at the tip can cause the needle to bend or break. The needle should always be held in the middle where the diameter is greatest. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.